Event description:
The customer reported that the 9800 system is down. No patient injury as reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The snubber board was replaced, the high voltage cable was regreased and the filament calibration was performed. The system was tested and operates as intended.